Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. In addition, one end of the distal shocking coil was also slightly stretched, but the gore was still attached. Laboratory analysis confirmed that the gore was separated in one location but it was not completely detached. The gore covering on the distal coil was completely attached. The separation of the gore from the adhesive on the proximal coil was a result of excessive drag on the gore and the shocking coils. Under normal circumstances separation of the gore covering would not impact the reliability of the lead, but it may result in the lead being more susceptible to tissue in-growth.

Event description:
Boston scientific received information that during the attempted implantation of this right ventricular defibrillation lead, it was discovered that the gore covering had dislodged off of both the proximal and distal shocking coils when the lead was being inserted into the patient's vein. The lead and coverings were both successfully extracted and the lead was then replaced. No adverse patient effects were reported.

Event description:
The lead was returned.